Event description:
It was reported that the pump triggered an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer had experienced this issue previously with the same pump, prompting technical support to send a replacement pump. The customer was instructed to return the problematic pump to tandem using a provided return box and pre-paid label. They were also advised to program their settings and connect their continuous glucose monitor to the new pump. The customer acknowledged all instructions and agreed to the terms for returning the faulty pump.